Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support. No patient anatomical information was provided, which may have aided the investigation. Analysis of the sds noted blood visible on the balloon, as well as contrast in the inflation lumen and on the shaft. This suggests that the device was prepared for use, advanced inside the patient and is consistent with handling. The stent implant was stationary in the middle of the balloon, which was tightly folded. Additionally, there was no damage noted to the stent and the tip length measurement met manufacturing criteria. There was a kink in the shaft located 24.4 cm proximal to the proximal seal. However, since this damage was not originally reported during unpacking or inspection prior to use, the shaft likely kinked during an attempt to cross the lesion or from further handling after the procedure. It is possible for kinks in the distal shaft to contribute to the difficulty crossing, although the exact point at which this damage occurred cannot be confirmed. Generally, the failure to advance in conjunction with kinks is not typically associated with a product quality deficiency and likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement. Analysis also noted blue fibers on the proximal end of the shaft, the balloon and the stent implant. A chemical analysis was performed and revealed three types of fibers that were similar to representative types of cellulose and polyester material, possibly mixed with contrast. An introduction of cellulose and polyester fibers may be due to factors including, but are not limited to, different types of cleaning paper or wipes, cotton balls and/or facemasks or hair covers, all of which can be present in both manufacturing and at the account. However, since the fibers were not originally reported, the stent likely came into contact with a type of material after the procedure as the device was handled or wiped during packaging for shipment back to abbott vascular for analysis. This does not appear to have contributed to the reported incident. A review of the finished product device history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint handling database did not reveal any other incidents reported for failure to advance, kink damage or foreign material on the device from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident, the reported failure to advance, kink damage and noted foreign material appear to be related to operational context of the device and not a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a right coronary artery in a chronically totally occluded right coronary (rca) artery, an unknown wire caused a perforation to occur. A 3.0 x 16mm jostent graftmaster failed to advance to the lesion. Follow-up angiogram showed that the perforation sealed itself. A bare metal stent was advanced to the lesion. There was no adverse patient sequela reported. There was no additional information provided..